Event description:
It was reported via repair work that the fowler was not working properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work that the fowler angle was inaccurate due to the potentiometer being out of adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results which determined the fowler angle was inaccurate due to the potentiometer being out of adjustment.